Event description:
It was reported that during a venoplasty stenting procedure, balloon rupture occurred. The target lesion was located in an unknown vessel. The physician placed a wallstent in the lesion. The stent was post dilated with a (B)(4) balloon catheter. The device was inflated to 8 atm, the balloon ruptured on the first inflation and was removed intact. The procedure was completed successfully. No patient complications were reported and the patients' status is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a venoplasty stenting procedure, balloon rupture occurred. The target lesion was located in an unknown vessel. The physician placed a wallstent in the lesion. The stent was post dilated with a 12-4/5.8/75 xxl balloon catheter. The device was inflated to 8 atm, the balloon ruptured on the first inflation and was removed intact. The procedure was completed successfully. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device evaluated my manufacturer: a visual examination of the device noted that the hub was detached and not returned. The balloon and the distal tip was detached from the device, with only a small part of balloon material remaining attached at the proximal balloon bond. The detached balloon and distal tip was not returned with the device. The section of the device that was returned measure a length of 520mm (distal to proximal end of shaft). The distal end of the shaft was stretched. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).